Event description:
Implanted t1 and when they tried to advance t2 it wasn't there. Additional information confirmed t1(peek) was implanted and left in patient unsupported. T2 didn't exist so the knot pusher suture cutter was used to cut the suture at the meniscus.

Manufacturer narrative:
(B)(4).